Manufacturer narrative:
B3: updated as first of june 2026, as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not display the ¿reservoir cassette latched¿ or ¿cassette unlatched and removed¿ messages when the cassette was latched or unlatched and generated a cassette latch error. The pump failed to recognize multiple cassettes during troubleshooting. There were no patient involvement and no reported patient harm.